Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one of three device reports for this event; the associated MFR report numbers are: 1225714-2014-15157, 1225714-2014-15158 and 2937457-2014-03273. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The additional information received noted that the patient subsequently expired.